Event description:
A nurse reported that during a procedure, the table top illuminator needed to be replaced. The system was exchanged and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).